Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Dr. Revised a triathlon tritanium patella and cs tibial insert due to tightness. He reamed more patella bone off and revised to a cemented patella with a thinner tibial insert. The original surgery was (B)(6) 2017.